Event description:
Customer reported a malfunction alarm, specifically alarm 20, on their insulin pump during the loading process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts assisted the caller with loading a new cartridge, but the cartridge alarm recurred, and the customer was unable to resume insulin therapy. As a result, technical support decided to replace the problematic pump. The customer was instructed to use mdi as a backup therapy. They were also guided on how to put the pump into storage mode and return it with a pre-paid label within 10 days.